Event description:
Info rec'd indicates the head section will not lower when using the CPR function.

Manufacturer narrative:
The technician isolated the issue to a bent head cylinder which also cracked the pivot slides. The technician replaced the head cylinder and pivot slides to repair the bed.